Event description:
Reportedly, during patient use, "pres sensor error" occurred, after which the exhalation valve did not function. The ventilator did not deliver normal breaths as the pressure did not get elevated as it was supposed to. However the unit did not stop delivering breaths. The patient was manually ventilated while being switched to another ventilator. There were no adverse patient effects reported.